Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: radiofrequency (rf) transseptal wire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, when attempting to go transseptal from the right atrium to the left atrium with another manufacturer's transseptal rf wire, it was believed that the transseptal rf wire was in the left atrium. The sheath was advanced over the transseptal rf wire and using fluoroscopy and intracardiac echocardiography (ice), it appeared the aortic root was perforated by the transseptal rf wire. The sheath was left in place to prevent a tamponade from forming. The case was aborted while the patient was under general anesthesia. A sternotomy was performed and they discovered that the sheath and transseptal rf wire were not in the aortic root but rather were located in the ventricular outflow tract. It was confirmed there was no perforation. The patient's chest was closed and the patient was taken to the intensive care unit (ICU). The patient was discharged the following day. No further patient complications have been reported as a result of this event.